Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger/modem was not fully powering up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't fully power up) was confirmed. Upon investigation the battery charger was unable to power up past the splash screen. The cause for the failure was isolated to corrupted data in the charger flash memory, corrupted data on flash cmos microcontroller u13, and a shorted transistor q4 on the bedside board. The root cause for the corrupt data and shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.